Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the needle was sticking in the device while trying to pass the needle. The surgeon used a new device. There was no or time extension, no tissue damage, and no blood loss.